Manufacturer narrative:
(B)(4). The transaction logs show that the refill was done on (B)(6), between 14h17 (start refill) and 14h49 (refill completed). At the end of the refill, the pump reservoir was empty, the fls indicating 0ml. Several pump interrogations, and attempts to re-program a refill were performed, but the fls constantly indicated 0ml. The day after, (B)(6), after the refill, the transaction log indicated that the pump was filled with 19.71ml. The transaction log prior to this refill was not provided but the physician could confirm that the pump reservoir was indeed empty. The device history record of product lot xxxx; serial number xxxxx was reviewed and confirmed that the product conformed to the specifications when released on xxxxxx, 20xx. Released quantity: xx units. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
During a refill procedure, the clinician was able to see correct amount remained in the reservoir flowing out but when she performed the refill and read the pump with the cu, the pump was empty. She performed an ecography in order to see if the drug was injected outside the pump but nothing was visible(maybe due to the small amount of fluid). She was not able to refill properly the patient and he followed an oral therapy since she stopped the pump. The day after, the patient went into the refill center he used to go to, and another clinician was able to perform correctly; the refill and the pump reading showed the correct amount of drug in the reservoir. The clinician supposed that an incorrect refill procedure was performed the day before from his colleague.

Manufacturer narrative:
The transaction logs show that the refill was done on (B)(6), between 14h17 (start refill) and 14h49 (refill completed). At the end of the refill, the pump reservoir was empty, the fls indicating 0ml. Several pump interrogations, and attempts to re-program a refill were performed, but the fls constantly indicated 0ml. The day after, (B)(6), after the refill, the transaction log indicated that the pump was filled with 19.71ml. The transaction log prior to this refill was not provided but the physician could confirm that the pump reservoir was indeed empty. The device history record of product code 91-4200, lot cnlbzk; serial number (B)(4) was reviewed and confirmed that the product conformed to the specifications when released on september 25, 2012. No further action is required. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.